Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, the stapler has just been opened and it didn't work. Before use the jaws did not open. The surgery was delayed by 10-minutes. Nothing happened to the patient only there was a delay in the or. Changed the stapler with another one. The procedure was completed successfully. No other medical intervention was required. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ah6l. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.